Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative confirmed the reported complaint. The central processing unit and the power supply were replaced. The unit was returned to service.

Event description:
A ge healthcare service representative reported that after the battery was replaced the unit gave a system restart alarm. There was no report of patient involvement.